Manufacturer narrative:
Batch review performed on 11 june 2021: lot 1906854: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-oct-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar event has been reported for this lot. Tibial tray not distributed in USA.

Event description:
Revision surgery performed due to tibial tray and femoral component mobilization 2 months after the primary surgery. All implants were revised.